Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, without tip protectors, in a pouch. Sample one: the sample was visually inspected and found to be nonconforming with the probe needle slightly bent, and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample two: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample one was found to be functionally conforming, therefore actuation and cut failure as described in the complaint was not confirmed for returned probe sample one and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation does not confirm that returned probe sample two had an actuation failure. The complaint evaluation does confirm the returned probe sample two had a cut failure. The most likely cause for the poor cutting observed on returned probe sample two is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges as well as the foreign material observed on probe sample two is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported actuation failure was not confirmed on both returned probes samples, the reported cut failure was not confirmed on returned probe sample one and it appears that the cut failure observed on returned probe sample two was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that cutter probe actuation or cutting failure occurred during vitrectomy surgery. Aspiration was not a problem. The surgery was completed on the same day. There was no report of patient harm.